Event description:
It was reported that right after implant, the atrial channel would not sense p waves. The pocket was reopened and it was noted that the atrial lead was properly connected, so the physician decided to replace the pulse generator.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to exhibit loss of sensing and a high current drain of 38 ua was detected. The hybrid was removed for further analysis. After the pulse generator was cut open, normal function ensued. The failure mode could not be reproduced.

Event description:
This is a report received by baxter (B) (4) from a sales representative on (B) (6) 2010 about a transfer set which came loose from the titanium adapter on (B) (6) 2010. The patient screwed down on the set and went the next day to the dialysis center. It turned out that the patient had developed peritonitis. The sample was available and has been sent for investigation. According to follow up information, the patient had a history of reflux nephropathy, recurrent urinary tract infections, arterial hypertension, status post renal transplantation in 1980 and transplant failure in (B) (6) 2009. On (B) (6) 2010, the patient started continuous ambulatory peritoneal dialysis (capd) with physioneal 1.36%. On (B) (6) 2010, the transfer set was disconnected from the titanium adapter because it had been insufficiently fixed by the patient. On (B) (6) 2010, the patient experienced cloudy peritoneal effluent, abdominal pain and the clinical signs for peritonitis. The patient was hospitalized on (B) (6) 2010. Microbiological examination of the peritoneal effluent showed staphylococcus epidermidis. The leukocytes count in the effluent was at 500 leukocytes on (B) (6) 2010. On (B) (6) 2010, the leukocytes were 100. The patient received antibiotic therapy with cefazolin and ceftazidime intraperitoneal, followed by oral therapy with cefuroxime. On (B) (6) 2010, there were no more leucocytes detected in the peritoneal effluent. The patient recovered completely on (B) (6) 2010 and received refresher training and was discharged from the hospital. Peritoneal dialysis with physioneal has continued without change. The reporter assessed the case as un-related to physioneal.